Manufacturer narrative:
H10: the actual device was returned to philips bench where the technician was able to replicate the customer's issue. The technician found the audio was working; however, the device had a speaker malfunction alarm and log messages due to damage and corrosion on the system board. Corrosion is known to be caused by improper cleaning/disinfection of the mx40/mx4j pmw and/or use of unapproved cleaning and disinfecting agents. At bench repair, the system board was replaced and the device was updated to the latest hardware and software per assembly procedures submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports that the mx40 has a speaker malfunction. Good faith efforts were made to confirm local audio; however no additional information was provided. The device was not in use on a patient at the time of event.